Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an external neurostimulator. It was reported that the patient stated that they are unable to void on their own. The patient had an evaluation performed on (B)(6) 2017. The patient was advised to connect with their doctor. No device allegations were made. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.